Event description:
Additional information received that patient underwent surgical intervention where in the both the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03945. It was reported that patient system could not go into MRI mode. Diagnostics revealed that one of the leads displayed high impedance. Surgical intervention may take place to address the issue. It is unknown which lead is liable so both leads are reported.